Manufacturer narrative:
Correction made to a1 patient identifier and a2 date of birth upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Microscopic examination found both cylinders had wear at a fold in the middle of the cylinder body. They both passed leak testing. Inspection of the pump identified no abnormalities and passed the leak and functional testing. Based on the available information, the reported observations were unable to be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. The pump would remain dimpled when squeezed. Surgical intervention was performed to replace the pump and cylinders. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. The pump would remain dimpled when squeezed. Surgical intervention was performed to replace the pump and cylinders. There were no patient complications reported.